Event description:
An axillobifemoral reconstruction was performed using two vascular grafts 2003. Perigraft fluid was observed the following month. Pt remained in the hosp for 3 1/2 weeks due to wound drainage.